Event description:
N/a.

Manufacturer narrative:
The microsensor ventricular catheter kit was returned for evaluation. DHR review - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - unknown foreign substance covering sensor area that is not part of the manufacturing process, soaked several times attempting to remove foreign substance. Received catheter in a drainage tube. Icp express passed with reading 559, electronic, noise, linearity/hysteresis tests, and signal drift tests. Based on the evaluation, the supplier was unable to confirm the complaint and unable to determine the cause of the problem states. They supplier suspects the foreign substance attributed to the lower readings, although this could not be confirmed. Per the complaint background, reading lower than evd. The complaint was unable to be confirmed in the complaint evaluation. They supplier suspects the foreign substance attributed to the lower readings, although this could not be confirmed. A device history record review, trending, and risk assessment were performed as part of the evaluation. Product was received for analysis and the investigation could not confirm the complaint. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the microsensor had a reading of 6-10 lower than the evd. Upon initial insertion of the icp on (B)(6), 2020, the values correlated between the evd and microsensor. The patient went to CT scan and shortly thereafter, the microsensor icp value began reading 6-10 lower than the evd. No injury was reported and the event did not led to surgical delay.